Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead was initially backloaded over a guidewire. The physician pulled the guidewire inside the lead but it would not advance past the tip. The physician removed the lead from the patient and attempted to advance the wire on the table but was unable to. A new lead was used. No patient complications have been reported as a result of this event.